Manufacturer narrative:
No product was returned for evaluation. Should new relevant information. Become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied having done this. The customer's blood glucose level was 336 mg/dl. The customer delivered a correction bolus via the pump. Multiple follow-up attempts were made by tandem technical support, however no response was received from the customer.